Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Customer loaded a new cartridge to address the issue.